Event description:
It was reported that in the operating room, when the sheath was being removed from the patient as scheduled, the sidearm was found detached from the hemostasis valve. Since the treatment was complete, the sheath was not replaced. There was no reported delay, death or complications to the patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.